Manufacturer narrative:
Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. Proceed with the following testing to assure proper functionality of the unit. Pump passed self test, and displacement test. The adapt tool reveals that on 07/08/2025 11:02:22.000 hour and on 07/08/2025 12:02:43.000hour pump error 63 was recorded. File=37 line=367 variable = 03. Per software engineering log investigation pump error 63 was due to ambient light test failure - suspecting the hw. Problem isolated to electronic assembly. Proceeded by cutting unit open and performing a visual inspection on connectors and electronic assembly. All connectors including keypad flex connectors were plugged in properly and there was no moisture damage on electronic assemblies. The following cosmetic damage was noted: scratched case, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay. In conclusion, customer allegations are confirmed during download review. Pump error 63 alarms was recorded due to ambient light test failure. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with pump error 63 (hardware low level failures) alarm. The customer reported blood glucose value of 257 mg/dl. The customer was treated with insulin pump and insulin syringes. The event involved products mmt-1780kl, mmt-441ag and mmt-342. Troubleshooting was performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer has not used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was performed for pump error alarms. Customer was able to clear the error, complete the rewind process and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-441ag. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.